Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the thoracic aorta using a px slim delivery microcatheter (px slim). During the procedure, upon inserting the px slim into another manufacturer's angio-catheter, the physician immediately felt resistance. While the px slim was being advanced through the angio-catheter, it became stuck inside the angio-catheter about 50 centimeters from the hub. The physician removed the px slim from the patient and completed the procedure using another manufacturer's microcatheter and the same angio-catheter. There was no report of an adverse effect to the patient.